Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot run detect and treat) has been confirmed. Upon investigation the monitor failed incoming testing. The cause for the failure was isolated to high voltage travelled to low voltage circuitry, contamination and thermal damage which damaged multiple components on the pcas. The defibrillator pca and computer/analog board. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.